Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming no disposable, clamp tubing. It was reported that troubleshooting was unsuccessful. Per reporter residual volume was: 65.7 ml ,rate 52 ml24.hr and 34.30 ml was given. No adverse patient effects were reported. No additional information is available at this time.